Event description:
It was reported that while shopping patient "felt a warm sensation on my right side, it ran down to my stomach, it felt like a shock. I got real dizzy after that." Device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.